Manufacturer narrative:
Device not returned.additional manufacturer narrative:despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 9 years. The reason for explant is unknown. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
A response was received from the healthcare provider indicated that this valve was explanted due to patient and procedural related factors; there was no device malfunction. According to the op report, this patient initially had this valve placed for endocarditis. He did well, until recently developing an ascending aortic aneurysm. He was also felt have abnormalities around his valve prosthesis. In light of this, he was felt prudent in addition to replacing his aorta and aortic valve. During removal of the aortic valve prosthesis, there was felt to be a piece of tissue hugging the septum on echo. This was then inspected and there was a small shelf of fairly normal-looking tissue, but certainly did not appear to be a threat for any embolic phenomenon. The device was replaced with a new edwards bioprosthetic valve. Once he was warmed, bypass was discontinued without difficulty. Echo showed good right and left ventricular function with a normally function bioprosthetic valve. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be conclusively determined. No further actions are possible with the available information.